Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed an 17mm longitudinal tear 3mm proximal from the tip. There was blood and contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was loosely folded.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.